Event description:
It was reported that the patient presented in the hospital due to a normal elective replacement indicator and the pulse generator exhibited backup vvi mode. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Final analysis found that the multiple flipped bits were noted on product code which could cause the device to revert to backup vvi mode. The device was at end-of-life (eol). After replacing the battery, normal function ensued.